Event description:
Product analysis on the returned flashcard and handheld has been completed. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through previous manufacturer investigation (event is readily confirmed). Also during the analysis it was identified that the flashcard contained an incompatible patient database. The most likely cause for the incompatible database being on the flashcard is associated with it being inserted into multiple handheld devices, (hhd model x5 and x50). An analysis was performed on the handheld and the reported allegation was verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the nurse's handheld was freezing on the interrogation successful screen for multiple patients; with the most recent occurring on (B)(6) 2011. A hard reset was attempted which resolved the issue, however as this had occurred with other patients, the site was requesting a new programming system. The handheld and flashcard have since been returned to the manufacturer however product analysis is not yet complete.